Manufacturer narrative:
(B)(4). The referenced endotracheal tube was received for evaluation. Visual inspection of the returned device show no anomalies. An inflation/deflation test was conducted. The cuff was observed to remain inflated for two hours. Additionally, the sample was submerged into a container filled with water and no deflation or leaks were observed. The reported event was not confirmed. All manufacturing controls were checked for inflation/deflation tests and all of them were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all products. The operator inspects all products for no leaks and segregates defective parts. All products have a resting time of two hours. A deflation test is performed for all products. The operator inspects for no leaks and segregates defective parts.

Manufacturer narrative:
(B)(4).device sample was received for evaluation and no failure mode was observed.

Event description:
A report was received stating a patient&#39;s tidal volume readings suddenly decreased following intubation. The patient was ventilated via ambu bag while the tracheal tube was removed and replaced with a similar device. Upon removal, the tube&#39;s cuff was found not to inflate as it was intended. There was no report of death or serious injury associated with this event.